Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the catheter was stuck on the guidewire and catheter detachment occurred. The target lesion was located in the lower extremity. An angiojet zelantedvt was advanced for a thrombectomy procedure. During procedure, the physician tried to remove the catheter off a 0.35 x 260cm non-bsc guidewire. However, the catheter became stuck on the wire. After trying to remove the catheter over the wire, it snapped into half outside the patient's body. The device was completely removed from the patient's body without any fragments left inside. The procedure was completed with another of the same device. No patient complications were reported.